Manufacturer narrative:
Additional, changed, and/or corrected data: b.7.

Event description:
Healthcare professional reported that a patient was injected in jaw (jw4) with 0.6ml [unspecified] juvéderm® voluma¿. Approximately twenty-one months later, patient was injected in cheek (ck2, 3, 4) and chin with 3ml juvéderm® voluma¿ with lidocaine. Approximately two months later, patient developed inflammatory nodule on chin. Patient was treated with corticosteroids (1/2 mg/kg for a week), antibiotics then hyaluronidase. Two weeks later, patient developed non-inflammatory nodules at jw4/chin tip. Injector noted, "event has not caused permanent lesion."

Event description:
Additionally, healthcare professional reported that patient was treated twice with hyaluronidase and symptoms are partially resolved.

Event description:
Healthcare professional reported that a patient was injected in jaw (jw4) with 0.6ml [unspecified] juvéderm® voluma¿. Approximately twenty-one months later, patient was injected in cheek (ck2, 3, 4) and chin with 3ml juvéderm® voluma¿ with lidocaine. Approximately two months later, patient developed inflammatory nodule on chin. Patient was treated with corticosteroids (1/2 mg/kg for a week), antibiotics then hyaluronidase. Two weeks later, patient developed non-inflammatory nodules at jw4/chin tip. Injector noted, "event has not caused permanent lesion."

Manufacturer narrative:
Patient was born in year (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.